Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is experiencing the shortness of breath. It was noted that the right atrial (ra) lead exhibited far field r-wave (ffrw) and far field t-wave (fftw) and inappropriate at/af detection and mode switch were observed on the implantable pulse generator (ipg). Ra lead and ipg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.